Event description:
It was reported that patient underwent kyphoplasty. When the balloon was being used in vertebral body, it ruptured. No patient complications were reported due to this event.

Manufacturer narrative:
(B)(4). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.